Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 5.1, lab: 9.9, mean: 7.5, confidence limits: unable to determine. As of jan. 5, 2009, the meter is not expected to return. Hence, no further investigation required.

Event description:
In 2008, "caller alleged discrepant results compared with the lab. Results as follows." Date: 2008, inratio: 5.1, lab: 9.9. Testing methods performed within 30 min.